Event description:
It was reported that there was a sudden drop in lead impedance on (B)(6) 2021. On (B)(6) 2021, the device failed to interrogate following external shock delivery. The device and lead were explanted.

Manufacturer narrative:
Upon receipt, the lead was found cut 43 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The analysis showed multiple abrasion marks along the lead fragment. In particular 7 cm, 33 cm, 45 cm and 53 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the observed low shock impedance. The characteristics of these insulation damages indicate severe mechanical stress in the implanted state. Further damages such as a deformed rv shock coil and a bent fixation helix, most likely resulted from the extraction procedure due to tensile stress. As a next step the available data was inspected. The inspection revealed normal values of the pacing impedance. However, two out of range values of the shock impedance (<25 ohms) were measured on (B)(6), 2021 and on (B)(6), 2021. Both events were reported as red alerts via the biotronik home monitoring system and were subsequently acknowledged. Upon receipt, the ICD was visually inspected. The inspection revealed abrasion marks as well as a spot of molten titanium on the ICD housing, as illustrated below in figure 1. The ICD was subjected to an electrical analysis. The device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to the damage of the electronic module, the ICD could not be interrogated. In consistency with the results of the visual inspection, these damages clearly indicate an arc over from a high voltage lead conductor during a shock delivery into an external short circuit, most likely due to a damaged lead insulation. This is further supported by the low shock impedance values measured in (B)(6) 2021, indicating a damage of the high voltage conductor of the rv lead. The manufacturing processeses for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processeses. Particularly the final acceptance tests proved both devices functions to be as specified. In conclusion, there was no indication of a material or manufacturing problem of these devices.